Event description:
During service by a service technician, a flogard infusion pump was found to have a damaged central processing unit (cpu) board. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of damage to the cpu board is unknown. To correct the condition, the cpu board was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a supplemental report will be submitted.